Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Case study from conference proceedings reported a study to investigate whether lp shunt is a safe procedure; 181 patients, lp shunt successfully placed. Without changing its route to another one such as ventriculoperitoneal (vp shunt), post operative complications consisted of 16 cases requiring surgical intervention and 1 spinal hemorrhage worsening. The 16 cases with surgical repair were as follows; 8 cases of chronic hematoma, 4 surgical wound trouble, 2 shunt obstructions, 1 shunt infection and 1 numbness in the unilateral lower limb. All recovered well after surgery. As for chronic subdural hematoma (csdh), in 7 out of 8 cases, hematoma grew even through the initial pressure was set at the uppermost value of 20 cm h2o. The overall complication rate concerning lp shunt was as low as 9.4%, leaving no sequelae after surgical repair in all but one spinal hemorrhage. Thus lp shunt is thought to be a safe procedure for inph. In addition, by the development of the valve capable of setting the uppermost pressure higher than 20 cm h2o, postoperative chronic subdural hematoma (csdh), which accounted for half of all complications, will reduce furthermore.